Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unk - 7.3mm cannulated screw, unknown length/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This event required additional intervention to remove the screw. A metal burr was used to cut the screw head off and remove the washer, however, the remainder of the screw could not be removed and was left retained in the patient. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with two (2) 7.3mm cannulated screws with washers in the left distal femur approximately three (3) years ago. It is suspected but cannot be confirmed that the implant devices are synthes manufactured devices. Patient was returned to surgery on (B)(6) 2016 for a planned removal of the implants as part of the treatment plan. Surgeon began experiencing issues while attempting to remove the screws. Surgeon reports "some form of biological corrosion" had occurred and had enlarged the screw head recess. The tip of the 4.0mm screwdriver was reported to be too large to engage the screw for removal. Surgeon then opted to use a metal burr to grind the screw head off one (1) of the screws. After removal of the screw head, the washer was also removed. The remainder of the screw remains implanted in patient's bone. Surgeon opted to forgo removal of the second screw and washer, and they also remain implanted. It is reported surgery was delayed due to this issue, but it cannot be determined the length of the delay. Entire procedure took approximately 2 hours. Surgery was completed successfully with no further harm to patient. Concomitant devices reported: unknown washers (part and lot unknown, quantity 2). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). This event resulted in the inability to remove the screw, and it was left retained in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.